Event description:
Manufacturer report number 1627487-2019-05267. Manufacturer report number 1627487-2019-05268. Manufacturer report number 1627487-2019-05273. It was reported that ineffective stimulation issue was observed on the leads. During the lead explant procedure, remainder leads were unintentionally pulled out. Physician explanted all the leads and two new leads were implanted. Device therapy was restored post procedure. Patient was stable.